Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the detached connection between the bending section and the distal end, the cause was due to adhesive peeling around the bending tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a detached connection between the bending section and the distal end was found. There was no patient involvement.